Event description:
Patient returned to ed with a pericardial effusion. Echo showed moderate- large pericardial effusion with cardiac tamponade physiology. Rv diastolic collapse. CT chest showed right ventricular lead appears to be penetrated through the anterior aspect of the ventricle. Interval insertion of some type of external pacer wire traversing the pericardium. Patient returned to cath lab for rv ICD reposition and ICD pocket revision/relocation.